Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported on (B)(6) 2020, that his freestyle libre 2 sensor detached after 2 days of wear, and a replacement sensor was shipped. On (B)(6) 2020, the customer reported that due to replacement sensor failing to be delivered, customer was hospitalized for pancreatitis - which was caused by not being able to monitor glucose levels. No treatment information was provided as customer refused to continue troubleshooting. There was no report of death or permanent injury associated with this event.